Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient for the endovascular treatment of a 59.8mm thoracic aortic aneurysm. It was reported that during the index procedure the first valiant stent graft was implanted distally, and the second valiant stent graft was implanted proximally. It is noted that the procedure was completed without any endoleak but paraplegia was observed. The following night post-procedure, the paraplegia was slightly improved with some movement. It was noted that there is no further information on the patient status, the event has not resolved, and no further treatment is planned. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored by their physician.